Event description:
Major pump unit(s) involved: blood pump. Additional text: (B)(4). Specific component(s) involved: inflow valve. Additional text: catalog: 102564 lot: 84361. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specify component(s) involved: inflow valve.